Manufacturer narrative:
Examination was not possible, as no prod was returned. The investigation could not verify or identify any evidence of prod contribution to the reported problem. It would not be unreasonable to expect some wear after approximately 11 years of implantation. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of osteolysis and poly wear.